Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that after a knee arthroplasty the patient was revised due to instability and pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned so no product evaluation could be conducted. This device was used for treatment. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified root cause was unable to be determined. Per packaging insert for the articular surface (87-6203-883-01 rev. K). Joint instability (in this case knee hyperextension) and pain are also addressed as possible adverse effects line 2 and 8, respectively. Following review, no new risks were identified. Therefore, root cause for the associated event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Operative notes for primary surgery provided. Patient had tight knee end-stage degenerative joint, patient also had insufficiency posterior cruciate ligament which caused pcl removed during the surgery. Components were checked the tracking, they were well positioned and well place. Full flexion and extension obtained and patella tracked as intended. First revision surgery operative note provided and showed revision undertook as right total knee was failed due to instability, swelling and pain of his right knee. There was also overgrowth of bone within the femoral notch that impinged on the polyethylene post, patient also had varus stress. However, tibial and patellofemoral components were well fixed. Polyethylene liner removed and replace with 17 mm thickness to reduce the laxity of knee. Appropriate flexion and extension obtain and patella tracking path check and confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.